Event description:
A consumer went to sit in an extra large bariatric wheelchair that was not fully open. The seat rails were not fully seated into the seat guides. The consumer's weight allegedly pushed the rails in place but they had their finger under the rail. This resulted in a broken finger and stitches.